Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 117 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.